Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The pt was being treated for an acute non-q wave myocardial infarction. The target lesion was in the 90% stenosed right coronary artery (rca). The lesion was not predilated and the physician attempted to place a 2.75 x 16 mm taxus express2 drug eluting stent but was unable to cross the lesion. Upon removal of the stent delivery system it was seen that the stent had come off the balloon in the iliac artery. A 4 mm lasso wire was used to retrieve the stent from the pt. The lesion was then predilated with a 2.50 x 15 mm maverick balloon and a taxus stent of unknown size was placed in the rca. No pt complications were reported. The pt returned to coronary care in stable condition. Unk